Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, documentation, and quality control and a visual inspection and dimensional verification of the returned device were conducted during the investigation. One kcfw-6.0-38-40-rb-blkn sheath with dilator and valve were received with the valve separated from the sheath. Upon visual inspection of the device, the check-flo valve was separated from the sheath. The flare of the sheath appears to have a slight indentation from being pulled from the valve. Also, using the go/no-go gauge, the flare was shown to be of the appropriate size. Design verification testing confirms hub/shaft connection meets minimum tensile strength requirements of 15n per iso 11070. There is no evidence to suggest that the product was not manufactured to specifications. Due to the deformation of the flare, root cause was found to be excessive pressure. A quality engineering risk assessment was conducted and concluded the risk to patient remains acceptable with the addition of this complaint. No risk reduction activity is necessary. The appropriate internal personnel have been notified of this occurrence and we are continuing to monitor complaints for this failure mode.

Event description:
During a lower extremity radiography and pta on a (B)(6) male patient, the sheath separated from the valve when it was accessed into femoral artery. A new sheath was used to complete the procedure. No adverse effects reported. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence.

Event description:
During a lower extremity radiography and pta on a (B)(6) patient, the sheath separated from the valve when it was accessed into femoral artery. A new sheath was used to complete the procedure. No adverse effects reported. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.